Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the pediatric patient had been feeling sick throughout the day, and when they came back from school they experienced feeling sick, nausea, headache, and a body ache. The cgm reading was 190 mg/dl, and when the parent tested for ketones these were 5.0 mmol/l. No fingerstick reading was reported from that moment. The parent called the doctor who advised the parent to bring the patient to the hospital. When a fingerstick was taken, the cgm reading was 190 mg/dl, and the blood glucose reading was 350 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin, saline, and fluids. The patient was discharged the next day after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.